Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The returned pump was visually inspected and biomaterial was observed against the purge gap. The pump was connected to a purge cassette was was run through de-air and high purge pressure was initially reproduced but eventually cleared with a purge flow of 3.3 ml/hr. The cause of the high purge pressure was no heparin in the purge likely leading to the biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 3 days, support was ended due to low flows. The pump was explanted without harm or injury. Thrombotic material was on the pump at explant. The adhered thrombus did not cause harm.